Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient had blood glucose levels as high as 400 mg/dl with positive ketones. The reporter indicated that the patient¿s infusion site did not appear to be working to bring down the patient¿s blood glucose and indicated that when the patient received an injection, blood glucose levels decreased appropriately. The reporter also indicated that the patient was eating different food due to the holidays and had changed activity levels due to being out of school. During a review of the pump history, the pump prime volumes appeared to be low and the tubing may not have been completely primed. The reporter was educated on ensuring that the tubing is fully primed before using the pump as using tubing that is not fully primed can result in high blood glucose levels. This report is made based on the allegation that the patient experienced hyperglycemia which may have been contributed to by use error of inadequately priming the pump tubing.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/24/2015 with the following findings: there was no pump data from the time of the reported issue due to continued patient use of the product. The current black box showed no indication of loss of prime issues. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump was exercised for 24 hours without errors, alarms, or warnings occurring. A delivery accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no moisture or intermittent connections were found with the force sensor circuit. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The pump user guide instructs the user to prime the pump tubing until 5 drops are seen coming from the end of the tubing. No conclusions can be made at this time.